Event description:
Discordant, falsely low advia centaur xp results for troponin ultra (tni ul) and brain natriuretic peptide (bnp) were obtained on multiple patient samples. The same sample was tested on the same advia centaur xp and higher tni ul and bnp values were obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul and bnp results.

Manufacturer narrative:
The customer contacted a siemens technical services consultant (tsc). After evaluation of the data, the tsc determined that the cause of the discordant, low tni ul and bnp results was due to the customer loading the base in the wash1 position. The customer flushed the bottle and lines with wash1, placed the bottles in the correct positions, primed the system, and successfully ran qc. The system is running within specification. No further evaluation of the device is necessary.